Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of delivery anomaly. The customer states that overnight, their pump delivered insulin without being programed to. The customer's blood glucose level at the time of incident was 39mg/dl. The customer states they drank juice to combat the lows. The customer's most current level was 98mg/dl. Troubleshoot was conducted, and the device passed the self-test. The customer was advised to monitor the device and call back if issues persist.